Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was out of town and didn't change the site on time. Customer's blood glucose was 478 mg/dl. Customer treated high blood glucose with insulin pen. Customer needed assistance with rewinding the device. Rewind was successful. Customer will not be returning the device for analysis.